Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that she took the insulin pump out of her pocket and noticed the screen was cracked. Blood glucose value is unknown. She did not recall any events leading to the damage. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.